Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The physician experienced a case of stent deformation while using an unspecified synergy stent.